Event description:
It was reported that a spectrum pump's keypad had a "stuck key." This issue was discovered on (B)(6) 2013 during routine cleaning and maintenance. This facility transports and stores their pumps on "racks/carts." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the ok, (.), #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.